Manufacturer narrative:
(B)(4).

Event description:
A power on reset (por) condition was reported on the pt's neurostimulator while they were in (B)(6). It was noted that this was the 3rd over-discharge occurrence and was due to recharging non-compliance even though there was multiple teachings sessions with the pt. The device could not be restarted and the pt requested that the device be removed. Following the removal procedure, the pt outcome was reported as recovered without sequelae. If add'l info is obtained, a f/u report will be sent.